Event description:
Patient was having a gastric bypass roux en y procedure. The endo gia 60mm purple (lot # n7f0370kx (exp 06-30-2022) reload attached to the I drive misfired and would not retract, not allowing the staple to be removed from the stomach. The following steps were taken: the I drive handle was removed from the adaptor and reloaded, a new I drive was attached to the adaptor, and a screw driver was used to manually retract the staple load, all with no effect. The next step was to place another trocar and place staples around the frozen reload and remove it from the abdomen. The case proceeded. The rep from covidien was present to give his expert advise. Manufacturer response for endo gia reload, endo gia (per site reporter): they are sending packaging for us to return it and would like to inspect the device.